Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and the following complaints (B)(4) report aspirations due to pain, and are linked to the previously closed master complaint (B)(4). However the without the aspiration reports/ and or findings we are unable to determine the cause of the reported pain. All of the newly received clinical documents to date has been assessed; however, no changes or additions to the previous clinical findings to the closed mir dated 1/15/2019 is warranted at this time. Since the implants remain in-situ, and it is unknown if the pain has resolved the patient impact is unknown. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that patient had an arthroscopy performed due to persistent pain.